Manufacturer narrative:
Based on the investigation, it was observed that at the time of the hypo event, the sensor glucose readings were blinded as the system was pushed back into initialization phase. Since the sensor glucose readings were blinded, there can be no glucose related alerts asserted by the system. There is no malfunction of the system. H6 result code updated to 213. H6 conclusion code updated to 67.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results in a supplemental report.

Event description:
On (B)(6) 2020,senseonics was made aware of an adverse event where the user experienced hypoglycemia.